Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Information for this complaint comes from the article "a case of systemic nickel allergy after aso implanted" from the 30th japan pediatric interventional cardiology program. On an unknown date, an amplatzer septal occluder (size unknown) was implanted in a (B)(6) year old male patient. The patient was discharged on day 3 after implant. On day 5 after implant, the patient presented at the hospital with headache, slight fever, chest pain, rash, and itching. The patient's anti-platelet medication was changed due to suspicion of allergic reaction, but the symptoms did not improve. The patient was re-admitted to the hospital on day 9 after implant and was suspected to be having a systemic nickel allergy. The patient was treated with celestamine compounding agents. After 10 days of dosing, the symptoms disappeared. No further information is expected.